Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10041. Follow up information identified the patient's leads were replaced with new ones which resolved the issue.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10041. It was reported the patient is not receiving effective stimulation. X-rays determined the leads have migrated. Surgical intervention is pending to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.